Event description:
The customer alleged questionable sodium, potassium, chloride, and co2 results on 4 patient samples. Three results were found to be discrepant. Patient 1: male, (B) (6) initial sodium (analyzer #1) = 130 mmol/l repeat sodium (analyzer #2) = 142 mmol/l patient 2: male, (B) (6) initial potassium (analyzer #1) = 4.6 mmol/l repeat potassium (analyzer #2) = 3.8 mmol/l patient 3: male, (B) (6) initial potassium (analyzer #1) = 4.8 mmol/l repeat potassium (analyzer #2) = 3.7 mmol/l in each case the initial result was reported outside the laboratory, followed by a corrected report with the repeat value that was generated on a 2nd cobas (B) (4). The customer stated that no patients were affected because no critical values were reported that would cause any treatment to be given and a corrected report was called to the floor immediately. The field service representative found a problem with the solenoid valves, which were replaced. Performance checks were executed and found acceptable by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.